Event description:
It was reported that the ilet device was dropped and the display screen became loose, causing degraded screen function without visible cracking; the device was replaced. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on the user¿s health and no alarms. Investigation included a review of the reported device malfunction and an assessment based on user feedback. Investigation of this case revealed a suspected mechanical display assembly issue consistent with screen delamination after impact. It was concluded that the event was related to physical damage from a drop, with device performance affected by a compromised screen assembly.